Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The customer had a high blood glucose reading of 542 mg/dl and had treated with insulin pens, which the customer found to be expired. The customer was advised that the product would be effective if expired. The blood glucose reading was 493 mg/dl and the customer was advised not to stack insulin. The customer did not know if any of the infusion set cannulas had been bent. The customer also reported that the blood glucose would drop low and he does not feel when the low comes on. The customer stated that when it did run low, he would usually just pass out. The drive support cap appeared normal and recessed. The customer did find some air bubbles and was assisted priming them out. The insertion site was sore due to the customer pressing hard to get through scar tissue. The customer was advised to change the set, reservoir, and insulin and treat per a health care professional's instructions.